Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, cuff pressure applied but air leaked. The tube was removed from the patient and pin hole was found on the cuff.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.